Event description:
It was reported to philips healthcare that the heartstart mrx was unable to acquire v1 on a 12 lead. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.